Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver transplantation surgery, upon biliary suture , the needle was broken. It was replaced with another needle and the surgery was completed successfully. There was no patient injury.